Manufacturer narrative:
As allowed by exemption# e2015010, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer srl(the manufacturer). Although we have not established that the device caused or contributed to the event, we are reporting to maintain compliance with 21cfr part 803 and out of an abundance of caution. At the cement appointment in (B)(6) the patient stated that her tongue and throat swelled just a little after the crown prep. Patient said it lasted 3 days. She took benadryl for 5 days. Dr. Referred her to an allergist for lidocaine testing at the time. (B)(6) stated that the patient never followed up with the allergist. (B)(6) did confirm that the patient has known allergies to artificial sweeteners and is more sensitive to saccharine and aspartame. During our conversation, (B)(6) also stated that (B)(4) valueline monophase impression material was also used during the procedure. Heraeus kulzer, (B)(4) contacted heraeus kulzer (B)(4) in regards to whether this product contained artificial sweeteners. (B)(4) confirmed that they do not. No product returned.

Event description:
Patient informed dds that her tongue and throat swelled just a little after the crown prep appointment.